Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states that the center of the bed itself is sagging in the middle about 2 inches.